Event description:
Baxter received a call from the home patient regarding receipt of the home patient guide manual. During the conversation, the patient she had peritonitis and is no longer using the homechoice machine. The patient indicated she had been hospitalized for the peritonitis. Reportedly, the patient is currently doing hemodialysis at this time. During a follow up call to the facility nurse indicated she had never met the patient who was reportedly transferred to hemodialysis effective (B)(6)2010 after the event of peritonitis which reportedly occurred on (B)(6)2010. The patient was hospitalized from (B)(6)2010 to (B)(6)2010. On (B)(6)2010, the patient was transferred to hemodialysis where she currently remains. The nurse indicated she longer has access to the patient's chart and therefore is unable to provide any further information. There were no other peritoneal dialysis nurses that could provide information regarding this event. It is unknown what labs and cultures were performed or the results. It is unknown what medical interventions were required. It is unknown what may have caused or contributed to the event of peritonitis.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (gd873893) with no deviations noted during the manufacture of this lot. The sample was discarded; therefore the root cause is undetermined. During baxter's investigation, no specific causes or allegations related to a product malfunction were reported. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the second of four reports associated with this event.

Manufacturer narrative:
(B)(4). Root cause for the peritonitis was not identified due to insufficient information available. A batch review was performed on lot number, gd873893, shipped around the time of the incident and no deviations were found. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress

Manufacturer narrative:
(B)(4).the patient discarded the samples after each therapy, therefore no sample was returned for evaluation.

Event description:
It was reported that (B)(6) post-op from a laparoscopic colostomy reversal procedure, leaking occurred. A drain had to be placed into the patient to correct the issue. No other information is available. Device was discarded. Additional information has been requested.